Manufacturer narrative:
Evaluation summary: the product was returned and evaluation is anticipated, but not yet begun. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).

Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, the haptic detached from the lens. There was no contact of the product with the pt. The procedure was aborted due to a backup lens not available and will be completed during another surgery. The pt was left aphakic. Additional info has been requested.